Event description:
The following information was reported: the physician went to deploy the mynx and shuttled down the gray handle. He reached a definitive stop. Then he went to pull the sheath up into the gray handle and the white advancer tube was not exposed. Just the wire was exposed. He then had to abort and hold manual pressure for 15 minutes. The patient was not hospitalized.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath and the sealant were not returned with the device. The advancer tube was engaged to the distal tamp lock. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1406510) indicated that the device lot met all established performance criteria prior to shipment. The returned device does not match the reported complaint. The device as received appeared had been deployed. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined.